Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customers insulin pump had air bubbles in the reservoir. The customer¿s blood glucose level was 13 mmol/l and 14 mmol/l. The customer reported that they had many air bubbles in the reservoir. The insulin pump will not be returned for analysis.